Manufacturer narrative:
Zimmer biomet complaint-(B)(4). Reported event was unable to be confirmed as part number and lot number of the device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Literature: berend, m. E., md, ritter, m. A., md, meding, j. B., md, & davis, p., ba. (2012). Twenty-one years clinical experience of 461 femoral revision total hip arthroplasties with a calcar replacement prosthesis. The duke orthopaedic journal, 2(1), 1-4. Doi:10.5005/jp-journals-10017-1010.

Event description:
Information was received based on review of a journal article entitled, "twenty-one years clinical experience of 461 femoral revision total hip arthroplasties with a calcar replacement prosthesis" .the article addresses that seven (7) patients with a femoral fracture required an open reduction internal fixation. There has been no further information provided and the patients outcome is unknown.